Event description:
It was reported that the bd phaseal optima injector (n35-o) experienced a broken luer connection that resulted in leakage. The following information was provided by the initial reporter: pt arrived stating her pump tubing had become disconnected, blood backed up in port tubing occurred at 0400. The patient stated she was told to reconnect the tubing to the injector but turn off the pump. Patient reports chemotherapy was on her clothes, utilization of spill kit, per patient she cleaned her the chemotherapy off the skin. Remaining volume 54 ml, per md the pump not to be restarted.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Basd on the available information we are not able to identify a root cause at this time.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal optima injector (n35-o) experienced a broken luer connection that resulted in leakage. The following information was provided by the initial reporter: pt arrived stating her pump tubing had become disconnected, blood backed up in port tubing occurred at 0400. The patient stated she was told to reconnect the tubing to the injector but turn off the pump. Patient reports chemotherapy was on her clothes, utilization of spill kit, per patient she cleaned her the chemotherapy off the skin. Remaining volume 54 ml, per md the pump not to be restarted.